Event description:
Consumer stated: "kids have a tendency to bite their toothbrush when learning to brush and the back side has a soft plastic that crumbles easily and has to be thrown away every couple weeks. Not to mention they flatten the bristles quickly. They're cheap though and fun colors." No contact info provided, no product returned.